Manufacturer narrative:
D2b: additional applicable product code: nhl.

Event description:
It was reported that the deep brain stimulation (dbs) patient underwent an implantable pulse generator (ipg) repositioning procedure due to the device flipping within the pocket. The ipg was secured following the repositioning. No additional adverse patient effects were reported. The patient is doing well postoperatively. The device will not be returned, as it remains implanted in the patient.